Manufacturer narrative:
(B)(4). Physio-control evaluated the device, but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would not display a heart rhythm for paddles lead (defibrillation electrodes) when connected to a patient in a post cardiac arrest stemi. The customer reported that they that they tried to replace the defibrillation electrodes, but they could still not get a heart rhythm displayed with paddles lead selected. A back-up device was used to continue patient treatment. There was no adverse patient outcome reported.